Manufacturer narrative:
1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a white blank screen with a continuous alarm. The reporter further noted that the device had a cassette detect error. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis of complaint that the device exhibited a white blank screen with a continuous alarm. 12-month service history review was performed. Visual and functional testing was performed. Probable cause of event was unknown. Replaced main board, and downstream occlusion (dso) sensor. All functional test of the device passed after repair.